Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a sensing problem as the lead has exhibited several short v-v intervals within the last six months. It was also noted that the lead was viewed under fluor and the physician noted a narrowing of approximately one inch past the clavicle. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.